Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark, which is consistent with friction to the device can. The cause of the oversensing noise was due to the outer coil exposure at the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-14046 and 2017865-2023-14047. The patient presented into the emergency room after experiencing multiple episodes of syncope and falling. Upon investigation, episodes of noise resulting in oversensing were observed. It is unknown if these episodes were due to the device, right atrial (ra) lead, or right ventricular (rv) lead. The device, right atrial lead, and right ventricular lead were all explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.